Event description:
A customer reported that their insulin pump declared alarm 20 during pumping, and they were unable to resume insulin therapy after the cartridge was reloaded. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer but the cartridge alarm recurred, prompting them to replace the pump. The customer was advised to switch to multiple daily injections as backup therapy and instructed on returning the problematic pump using a pre-paid label.